Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient fell and hit his head on the wall on (B)(6) 2018. The parent observed that the child is not responding to sound with the device. Re-implantation is scheduled.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing that is typical for a severe external impact to the housing. During device investigation, there was also damage to the active electrode likely caused by minute device mobility determined, which was most likely a consequence of the reported trauma. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The recipient fell and hit his head against a wall on (B)(6) 2018. The parent observed that the child was no longer responding to sound with the device. The recipient was re-implanted.